Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of device reports for this implantable cardioverter defibrillator (ICD). Upon review of device episode data, it was found that there was out of range right atrial (ra) lead impedance at last check, but no out of range measurements observed during past 72 hours. It was also noted there was noise on the right atrial (ra) lead channel that resulted in oversensing and a stored atrial tachy response (atr) episode. It was noted that patient came in to the clinic and found that the lead was fractured. Reprogramming was done. Patient went to emergency room (ER) for dyspnea and light-headedness then subsequently discharged in stable condition. Health care professional (hcp) plans to continue to monitor the patient. No additional adverse patient effects were reported. Currently, this implantable cardioverter defibrillator (ICD) system remains in service.